Manufacturer narrative:
Date rec¿d by MFR: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, noise resulting in oversensing was observed on the right atrial (ra) lead. Abbott technical support was contacted and suspected the noise may be due to myopotentials, a connection issue, or potential lead damage. Diagnostic imaging was performed and confirmed there was no ra lead damage or connection issue. No other intervention has been performed at this time. The patient was stable and will continue to be monitored via merlin.net.